Event description:
Reporter indicated that a system diagnostic test at the office visit resulted in a high lead impedance reading indicating a possible device malfunction. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
A device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
Further information was received that the patient's generator had been explanted. An MRI technician had questioned if a patient could receive an MRI with only the lead remaining indicating the entire lead may have still remained implanted but that the generator had been removed. He reported that the explant occurred in 2007. However, a review of the programming history indicated that the generator was interrogated on a few separate occasions up until 2010. It also showed that the device had remained off since the time the high impedance was first observed. The data also showed that four days after the high impedance was first seen, the patient returned to the office where system diagnostic testing was performed again. First, the results showed normal impedance. However, two other tests were taken immediately after and showed high impedance. A review of the device history record of the lead indicated it had passed all quality inspections prior to being released for distribution. No additional relevant information has been received to date.